Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. A complete lead without the guidewire was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the inner coil was damaged consistent with procedural damage. The guidewire insertion test couldn¿t perform due to the damaged inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient had no adverse consequences.